Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapy with increased pain. The patient was admitted to the hospital for the withdrawal symptoms. The pump logs showed that the pump was in safe state and a reset had occurred. The physician reprogrammed the pump and set the pump to simple continuous mode and decreased the dose in half. The medications being delivered via the device system were morphine and clonidine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.